Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue with one of our columns - 118001b2 ¿ hybrid or table column, surface-mounted used with 118091a0 - ir hand control magnus. As it was stated, while the patient was on the operating table, the magnus table moved itself, first with the back function up and then the entire column moved upwards. The movement was in the range of 10-20 centimeters in the upward direction, until the user intervened with the operating table remote control. At the same time, as an robotic surgery was being performed, the operators quickly withdrew the robot arms to avoid patient harm. Since the operation was in progress the entire table was moved to the lock position, preventing a second involuntary movement. According to the information received from the personnel, no damage to the patient was sustained, no further treatment was required, and the operation time was not prolonged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement resulting in change of the position of the patient, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 118091a0 - ir hand control magnus used with 118001b2 ¿ hybrid or table column, surface-mounted. As it was stated, while the patient was on the operating table, the magnus table moved itself, first with the back function up and then the entire column moved upwards. The movement was in the range of 10-20 centimeters in the upward direction, until the user intervened with the operating table remote control. At the same time, as a robotic surgery was being performed, the operators quickly withdrew the robot arms to avoid patient harm. Since the operation was in progress the entire table was moved to the lock position, preventing a second involuntary movement. According to the information received from the personnel, no damage to the patient was sustained, no further treatment was required, and the operation time was not prolonged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement resulting in a change of the position of the patient, was to reoccur. The affected devices were inspected by a getinge technician, who did not identify any fault that could have caused the unintended movement. However, it was discovered that a screw had come loose inside the wireless remote control used to operate the table. The screw was freely moving inside the device, which was removed, and the remote was tested to confirm it was working correctly. No other defects were found during the on-site service visit. Log files from the device were collected and sent to the manufacturer for further analysis. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since a malfunction was found, it was determined that the getinge device failed to perform according to its specified functions. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. The customer indicated that they believe the issue was due to user error, specifically suggesting that the remote-control may have been inadvertently activated during the procedure. The subject matter expert (sme) confirmed that the loose screw was a defect; however, it would not have resulted in unintended movement of the device. Additionally, the sme confirmed that the event was most likely caused by the unintentional activation of the table by the user. Based on the information provided, the incident appears to have resulted from clear misuse. The instruction for use for the affected accessory (IFU 1180.91 rev 10, page 41) provides information on how to prevent accidental adjustment of the tabletop or entire or table, by activating the locking function. A detailed instruction on how to activate and deactivate the operating table lock is provided in the IFU 1180.91 rev 10, page 53. Based on all available information, it has been determined that the most likely root cause of the investigated issue was user error, specifically due to accidental activation of the device. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market. However, as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d2b product code, d4 version or model, d4 serial#, d4 unique identifier (UDI) #, d10 concomitant products, h4 manufacture date fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns - 118001b2 ¿ hybrid or table column, surface-mounted used with 118091a0 - ir hand control magnus. As it was stated, while the patient was on the operating table, the magnus table moved itself, first with the back function up and then the entire column moved upwards. The movement was in the range of 10-20 centimeters in the upward direction, until the user intervened with the operating table remote control. At the same time, as an robotic surgery was being performed, the operators quickly withdrew the robot arms to avoid patient harm. Since the operation was in progress the entire table was moved to the lock position, preventing a second involuntary movement. According to the information received from the personnel, no damage to the patient was sustained, no further treatment was required, and the operation time was not prolonged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement resulting in change of the position of the patient, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our accessories - 118091a0 - ir hand control magnus used with 118001b2 ¿ hybrid or table column, surface-mounted. As it was stated, while the patient was on the operating table, the magnus table moved itself, first with the back function up and then the entire column moved upwards. The movement was in the range of 10-20 centimeters in the upward direction, until the user intervened with the operating table remote control. At the same time, as a robotic surgery was being performed, the operators quickly withdrew the robot arms to avoid patient harm. Since the operation was in progress the entire table was moved to the lock position, preventing a second involuntary movement. According to the information received from the personnel, no damage to the patient was sustained, no further treatment was required, and the operation time was not prolonged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement resulting in a change of the position of the patient, was to reoccur. Previous d1 brand name: magnus operating table system. Corrected d1 brand name: ir remote control. Previous d2b product code.: fqo. Corrected d2b product code.: jea. Previous d4 version or model #: 118001b2. Corrected d4 version or model #: 118091a0. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Previous d4 unique identifier (UDI) #: (B)(4). Corrected d4 unique identifier (UDI) #: (B)(4). Previous d10 concomitant products: 118091a0 ir hand control magnus. Corrected d10 concomitant products: 118001b2 - hybrid or table column, surface-mounted. Previous h4 manufacture date: 9/5/2016. Corrected h4 manufacture date: 5/11/2022.

Event description:
Getinge became aware of an issue with one of our accessories - 118091a0 - ir hand control magnus used with 118001b2 ¿ hybrid or table column, surface-mounted. As it was stated, while the patient was on the operating table, the magnus table moved itself, first with the back function up and then the entire column moved upwards. The movement was in the range of 10-20 centimeters in the upward direction, until the user intervened with the operating table remote control. At the same time, as a robotic surgery was being performed, the operators quickly withdrew the robot arms to avoid patient harm. Since the operation was in progress the entire table was moved to the lock position, preventing a second involuntary movement. According to the information received from the personnel, no damage to the patient was sustained, no further treatment was required, and the operation time was not prolonged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement resulting in a change of the position of the patient, was to reoccur.

Manufacturer narrative:
The correction of h6 component codes field deems required. This is based on the internal evaluation. Previous h6 component codes: electrical and magnetic/user input device//4713. Corrected h6 component codes: mechanical/controller//765.

Event description:
(B)(6).